Event description:
At device change due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were present. The physician elected to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.